Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse replaced the fluid block assembly (fba) to resolve the reported problem. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca control was producing faise negative bilirubin results on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.